Manufacturer narrative:
The customer¿s test strips and meter were returned for investigation. The test strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. No obvious reagent discoloration. All testing with the returned strips produced acceptable results. Control ranges: level 1: 30 - 60 mg/dl. Level 2: 261 - 353 mg/dl. Results: level 1 ¿ 44, 44, and 43 mg/dl. Level 2 ¿ 298, 302, and 301 mg/dl. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Unique device identifier (UDI): (B)(4).

Event description:
The initial reporter received questionable glucose results with an accu-chek inform ii meter serial number (B)(4) compared to a different accu-chek inform ii meter and an unknown laboratory analyzer. For each glucose result, the customer used a different puncture site for sample collection. The customer was unsure if the same vial of test strips was used for each meter test. (B)(4).